Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error and no delivery during basal and bolus delivery since (B)(6) 2015. Customer stated he had changed the entire set but issue persists. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind and prime but when reconnecting, he would receive a motor error alarm again. Blood glucose value is unknown. The alarm history showed 8 motor error alarms in the last 30 days. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.